Event description:
The customer reported that during a gastrectomy, the knife blade would not retract, causing the jaws to no longer open. The device was cut from tissue. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtaining, a follow-up report will be submitted.